Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involved.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the downstream occlusion experienced during functionality testin, which was reproduced. The evaluation found the downstream sensor to be failing. The downstream sensor was replaced.